Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted on the anterior-2/posterior-2 (a2/p2) leaflets. A secondary mitraclip ntw was then selected to further reduce the mr. There was challenges grasping the medial side of the a2/p2 leaflets, there was challenges grasping the leaflets when a small flail was visualized on the posterior leaflet and mr returned to grade 4. Additional grasping and capturing was attempted, but was unsuccessful as the posterior leaflet continued to slip out of the clip. The mitraclip ntw was removed from the patient and the procedure was discontinued, the final mr remained at grade 4. There was no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported positioning failure (leaflet grasping and leaflet capture) appears to be related to challenging patient anatomy. The reported tissue injury appears to be cascading effect of the grasping attempts and patient morphology/pathology. Tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.